Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating the customer's delivery summary for 7 days, 14 days, and 30 days had been deleted. There was no impact to the customer's blood glucose level.